Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, 4427 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms have developed. Since then, I have had follow-up treatments [and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages. Quality-safety evaluation of ptc: for essure: based on complaint as reported, the complainant did not report malfunction or difficulty related to the essure device usage, therefore a manufacturing quality defect from the device is unconfirmed. Essure product does not handle retained samples, therefore no retained sample analysis is required. Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be conducted by the quality unit as a batch number or sample was not provided. A quality defect could not be confirmed. The most recent follow-up information incorporated above includes data received on: 12-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("foreign-body material has been removed") in a female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2022, days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: after this treatment, various physical symptoms have developed. Since then, I have had follow-up treatments [and the foreign-body material has been removed. As a result of the symptoms, I am hindered in my normal daily functioning and I suffer damages.] Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.